Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be deformed from the tip. The reported allegation can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the viper2 x25 set screw inserter would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for viper2 x25 set screw inserter, was conducted identifying that lot number x0510 was released in seven batches. Batch1: lot qty of (B)(4) units were released on jun 17, 2010 with no discrepancies. Batch2: lot qty of (B)(4) units were released on jun 25, 2010 with no discrepancies. Batch3: lot qty of (B)(4) units were released on jun 25, 2010 with no discrepancies. Batch4: lot qty of (B)(4) units were released on jun 25, 2010 with no discrepancies. Batch5: lot qty of (B)(4) units were released on jun 25, 2010 with no discrepancies. Batch6: lot qty of (B)(4) units were released on jun 19, 2010 with no discrepancies. Batch7: lot qty of (B)(4) units were released on jun 19, 2010 with no discrepancies. Supplier : depuy : symmetry medical inc., ultrexx. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the tools quickly lost their utility features. They were deformed and could not be used correctly and safely without delay in the procedures. To procedure complete the physician used another product, the same type. The patient was reported as good. This report involves one (1) viper 2 system set screw inserter, self-retaining. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1 initial reporter address line 1: (B)(6) h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.